Event description:
The customer reported via phone call she was hospitalized due to high blood glucose. Customer's blood glucose was 400 mg/dl. The customer was admitted to hospital for 4 days. Customer stated that she doesn't have her device, her doctor has it. The customer stated that the doctor will decide if she needs it or not.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.